Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that started the repairs reported that there was a patient involved and that there was no harm or injury reported. The fse also reported that repairs were completed, the front end board was replaced to fix the intermittent pump over temp and scroll compressor failures. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the scroll motor to not be functioning properly. The motor would go to full rpm of 2500 and then to 0 off and on. The fse could not get the motor to regulate speed. To fix the issue, the fse removed the motor controller board and reseated it and the issue went away. The fse also reported that this iabp has had repeated issues with the scroll motor. The scroll motor has failed 4 times in the last 6 months. A loaner iabp was left with the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill issue. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.